Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced stockouts. A technical support specialist (tss) performed full synchronization for these devices to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stockouts of methylergonovine 0.2 mg/ml injection solution (1 ml) occurred at two stations without receiving refill messages in logistics. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stockouts of methylergonovine 0.2 mg/ml injection solution (1 ml) occurred at two stations without receiving refill messages in logistics. However, there were no delays, adverse events or injuries reported based on this event.